Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 346 mg/dl after a supply change during which insulin delivery was paused for over an hour and the pump was out of range when insulin was unpaused, with concern for an incomplete supply change or priming issue; the user was instructed to disconnect and fill tubing until drops were observed and to perform a full supply change at home. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization, no emergency care, and no alerts or alarms. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that improper or incomplete setup during the supply change was suspected, and priming verification was advised. It was concluded that the event was related to use error with supply change and missed priming leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.